Event description:
Report rec'd of an overdelivery secondary to operator error. The pump was set to infuse and unspecified concentration of morphine at 1ml/h. A nurse reported that the pump was working fine until an occlusion alarm occurred. The occlusion was addressed and the pump re-started. At same point in time later. It was noted that "the pump had changed rates to 50ml/h." When rec'd in the biomedical engineering dept, the display screen read a primary rate of 48.6ml/h and a secondary rate of 500m/l. The nurse mgr reports that "the event was determined to be human error, there was no pump malfunction." The pt reportedly "is fine now and has been transferred to another facility." More specific pt and event info was requested. The report source stated, "the rate was set wrong, it was human error. I do not feel comfortable or see the need to provide any further info" since there was no pump malfunction. He states that they have since decided that they will no longer use general IV pumps for narcotic delivery; they will start using pumps designated for pain therapy. No further info is available.